Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up through an unspecified peripheral IV set while connected to a one-link device. This occurred during infusion using an unspecified infusion pump. It was reported that a flush line could not be hooked up to the one-link device ¿due to pressure¿. The reporter stated that after approximately 30 minutes of attempting to troubleshoot the setup, the one-link device was removed from the set and therapy was successfully resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.